Event description:
Information received from the field does not address the patient's clinical status but notes that while the device was set to a rate of 80 ppm, the rate doubled and pacer spikes were present on the ECG monitor.